Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6) 2021 15:45:25 pst ice batch user (batch_ice) phone 818 362 5958 complaint: 0007306232 complaint status: in process mdt initial contact: (B)(6) taken by: nestra2 inquired what led up to the complaint. Customer response: motor error motor error/e70 t/s per dop114-950. Explained alarm and possible causes. Assisted cust with clearing alarm. Adv customer to d/c from the pump. Advised customer to check if drive support cap is protruded, loose, sticking out or flush. Customer reports they are unable to describe the possible damage to the drive support cap. Inquired if the pump has been exposed to high magnetic field. Found: no. Adv pump should not be exposed to products/devices using strong magnets or gauss level > 600. Customer did not report an e70 alarm. Adv to remove res and inf from pump and ensure res and inf are not d/c. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Pump alarm hx contains more than one motor error alarm within a 30 day period. Adv the pump will need to be replaced. Adv to discontinue use of the pump. Recommended customer refer to back up plan, per hcp instructions. Advise to return pump with battery and zero out basal rate(s). Explained the oow rpl policy. Customer's outcome pertaining to the complaint: satisfied ship: pump replacement postponed till cust provides document confirming the warranty./return: - x nestra2 (B)(6) 2021 cust sent documentation from the hospital but there is no information there about the pump sn number. Contacted cust to inform them that without this document we cannot update pump warranty. Cust states they do not have this document at home and they will contact the hospital. X nestra2 (B)(6) 2021 cust reported they can acquire the documents from the hospital no earlier than on wednesday 5th of may. For now they agreed to receive oow letter. Country: (B)(6) city: (B)(6) zip: (B)(6) input date: 04/30/2021 warranty start: 04/20/2017 warranty end: 04/19/2021 batch - pcr705269h.